Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product return: asae/hematoma: hematoma noted at insertion site. The cause of the access site adverse event was user relate as issue occurred after transfer to ICU with act value 300 and the patient kicked leg up in bed. Device history lot: device lot: 1973974. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was a hematoma found at the insertion site. The patient was given 2 units of packed red blood cell (prbc) and pressor support was increased. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.